Event description:
It was reported that during a pci procedure, the express2 monorail coronary stent delivery system stent damage occured. The physician felt strong resistance upon insertion and was not able to cross the lesion. When he removed the device outside of the patient the stent was broken. The lesion being treated was a calcified, 99% stenotic lesion in the distal right coronary artery (rca). The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Patient status is reported as 'good'.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.